Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm tenaculum forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm tenaculum forceps instrument wires were out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.